Event description:
It was reported that this pacemaker exhibited crosstalk oversensing of atrial signals on the ventricular channel. It was also noted that the patient experienced shortness of breath. Technical services (ts) suggested the emergency room (ER) physician to follow up with cardiology. The physician declined to page a local representative. The device remains in use. No adverse patient effects were reported.